Manufacturer narrative:
See related reg report #: 3004209178-2020-10245. Additional codes apply to the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on june 12, 2020. They confirmed they discussed the following information with the physician and the patient. It was reported that the reason why the prior ins was replaced was because the patient said it was not working well, so the physician opted to replace it. The date the patient first noticed that the prior ins was not working well could not be recalled by the patient. The prior ins was discarded by the physician, and therefore cannot be returned to be analyzed and the cause of the impedance issues with that ins are unknown. Regarding the new system, it was not yet known if the programming on the 3 contacts was providing effective therapy for the patient. The post-op appointment is scheduled for (B)(6) 2020, and they will assess at that time. If further reprogramming is needed, they will continue to try to program around the impedance issues, but if that doesn't result in good coverage, then the physician will refer the patient to a surgeon for a paddle implant. The cause of the impedance issues with the new system is believed to be due to the leads since impedance issues were seen on both inss with the same leads, but the root cause was not confirmed and no tests were done on the ins to rule it out. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jan-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jan-2019, UDI#: (B)(4). (B)(4). See related regulatory report# 3004209178-2020-10245. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient was having an ins replaced (reason for ins replacement was not provided). Prior to the surgery, an impedance check was performed using the old ins. With contact 9 being used as a reference, all contacts were >10,000 ohms / out of range. Then, after the new ins was implanted and connected to the leads, another impedance test was performed. With contact 0 being used as the reference, contacts: 0, 8-14 had do not use indicators with a value of 40,000 ohms, contacts: 4-7 and 15 had avoid indicators with a value of 40,000 ohms. Contacts 1-3 were good. The surgeon left the leads in place to see if good coverage could be obtained using the 3 good electrodes, so the issue was not yet resolved. No symptoms were reported. No further complications were reported or anticipated.